Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. System error (B)(4) alarms were verified through a review of the event history log, however no component could be identified for causality and the reported condition was not reproduced during evaluation. The device functioned as designed and is within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) alarm during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.